Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002359 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The patient suffered cardiac tamponade requiring a pericardiocentesis. The atrial transseptal puncture was performed with rf (radiofrequency) needle. Blood pressure decreased after bb (brockenbrough method) was performed. Drainage was performed. The blood pressure subsequently recovered, and the patient's condition stabilized, and the procedure was closed. The issue occurred after bb and an hour and a half after catheter connection. The patient returned to the ward. While the smart touch sf catheter was placed outside the patient's body, the temperature sensor recorded abnormal values (60-180). Reconnection and cable replacement did not resolve the problem. However, replacing the catheter did resolve the issue. Ablation was not performed before pericardial effusion or tamponade was identified. After the completion of drainage and the procedure itself, the patient recovered and stabilized. The patient was able to speak after the procedure. The physician didn't consider the event to be the product related. The patient required extended hospitalization for observation. The patient was discharged from the hospital on (B)(6)2023. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.